Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation found plastic debris from the plunger stuck or trapped between the gasket and the inner wall of the barrel which caused the water to leak out. There is a possibility that this defect was created during molding or syringe manufacturing process at supplier side. Sample has been sent to supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter. [Shape, configuration and principles] bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Event description:
It was reported that there was insufficient amount of water in syringe prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was insufficient amount of water in syringe prior to use.